Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reported failure of echo image sometimes does not display was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: adhesive on bending rubber is detached, lifted and has a chip. Based on the results of the investigation, and since the device malfunction of echo image sometimes does not display was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the date the device was returned to the manufacturer. Additional information d9.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ultrasound bronchofibervideoscope echo image sometimes does not display. The issue occurred during reprocessing. There were no reports of patient involvement.